Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating "foggy, misty image" involving pentax model ec-3890fi2/serial (B)(4). The event was reported to have occurred during the procedure. No further information was provided at the time of the report. The device was returned to the pentax service workshop in (B)(4).